Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma-alcl-suspected.

Event description:
Healthcare professional reported left side displaying symptoms of bia-alcl and fluid. Pathological markers confirming alcl have not been received. The device remains implanted.

Event description:
Healthcare professional reported "displaying symptoms of bia-alcl." And "periprosthetic fluid". Later healthcare professional reported "ruptured". Later healthcare professional reported capsular contracture baker grade IV. Pathological markers confirming alcl have not been received. This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, b.5, b.6, b.7, d.1, d.2a, d.2b, d.4, d.6a, d.6b, g.4, h.6.